Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 174 mg/dl. The customer states they have many reservoirs that did not work. She states the previous time she received a no delivery alarm, they replaced the reservoir and it resolved the no delivery. The alarm occurred during manual prime. The issue has been resolved, by a complete set change. The rubber septum was verified and found normal. The p-cap was checked for damage and determined not to be normal. The customer sates the infusion set causes lumps and sores to her skin. The customer states they have had this issue for ten years and is working with her doctor. The customer did mention having some highs, but declined any troubleshooting. The customer declined troubleshooting for her skin irritation.